Event description:
The patient reported that since becoming a v-go 30 patient the adhesive pad does not stay attached to the body and the v-go device often falls off and causes rips in patient skin. Patient reports this has happened many times and estimated 6 to 7 v-go devices. Patient reports that this occurred two times today. Patient wears v-go on her abdomen and upper arm and has had similar events at both locations. Patient reports the amount of time the v-go remains in place varies and patient always properly prepares the site prior to application. Patient also reports that there is no increased amount of movement or interference with clothing. Patient reports that her skin rips when the v-go becomes detached but did not have any further information on this other than she still has marks where v-go was worn and has shown the areas to her hcp.

Manufacturer narrative:
This MDR was created by (B)(6), device vigilance specialist of zealand pharma us, inc. On behalf of the mannkind, corp. As part of the acquisition and subsequent transfer of the v-go medical device to the latter organization. This temporary transition activity is expected to continue until such time that the acquiring company establishes its own MDR reporting account.